Event description:
No further event information available at the time of this report.

Manufacturer narrative:
UDI#: (B)(4). The reported event was confirmed. Upon visual inspection there were signs of repeated use (nicked or gouged) and the post feature has fractured off. Evaluation of the returned device identified the fracture was consistent with the tasp fractures previously analyzed. The common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that worn instrument was returned and found to be fractured. All pieces were returned. No patient involvement was reported.